Event description:
It was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, an unspecified number of stoppers did not stay closed after recapping on their automated instrument. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no issues identified. Additionally, 10 retained samples were functionally tested for stopper function and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper function/loose closure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube , an unspecified number of stoppers did not stay closed after recapping on their automated instrument. There was no health impact or consequences reported.